Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt experiences pain and has trouble kneeling or bending her knee; when she tries to kneel she needs to use a pillow. She also experiences an odd sensation and can't jog or power walk."